Event description:
It was reported that the navigation kit for navsuite was locking up while using coronal images for import during a cranial procedure. It was determined that the issue was due to the fact that the customer imported coronal images as opposed to axial images. The use of navigation was aborted, but the case was completed successfully using traditional methods. No adverse consequences, no medical intervention, and no surgical delay were reported with this event.

Manufacturer narrative:
The reported event was unable to be duplicated onsite.

Event description:
It was reported that the navigation kit for navsuite was locking up while using coronal images for import during a cranial procedure. It was determined that the issue was due to the fact that the customer imported coronal images as opposed to axial images. The use of navigation was aborted, but the case was completed successfully using traditional methods. No adverse consequences, no medical intervention, and no surgical delay were reported with this event.

Manufacturer narrative:
Device return expected, but not yet received. A follow-up will be submitted once the device is received and the quality investigation is complete. Device return expected, but not yet received.